Event description:
A caller reported an error with their continuous glucose monitor, identified as cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset, and after the reset, the error code did not reappear. The customer was advised to wait 20 minutes before starting a new sensor session, which they understood and acknowledged.